Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was power on and it alarmed "hardware fault" after the first breath. The ventilator continued delivering breaths with the alarm being active. A review of the event trace log revealed the hardware fault logged was a "fan flt1" alarm. Vyaire medical replaced the fan.

Event description:
It was reported to vyaire medical that the ventilator alarmed "hw fault" and stopped ventilating while in use on a patient. There was no patient harm associated with this reported event; the patient was placed on a backup ventilator.